Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD) encountered premature battery depletion/unexpected longevity. The ICD remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.